Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2004, due to patient allegations of pain, loss of range of motion, bone/tissue damage, fluid buildup and metallosis. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: dislocation and subluxation due to inadequate fixation and improper positioning. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2004 due to patient allegations of pain, loss of range of motion, bone/tissue damage, fluid buildup and metallosis. The modular head and acetabular cup were removed and replaced. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6), 2004 was due to anterior subluxation. The patient's operative report indicates presence of fluid, debris, and clicking anterior subluxation at time of revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01657 / 01658).